Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed, a 2.25x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion after several attempts. When the device was removed, it was found that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). D4: lot number corrected from 0023798463 to 0022709212. Expiration date corrected from 05/09/2021 to 09/19/2020. H4: device manufacture date corrected from 05/10/2019 to 09/20/2018. Device evaluated by MFR: promus element plus, mr, ous 2.25x12mm stent delivery system catheter was returned for analysis. A visual examination of the returned stent found it detached from the device and showing signs of being deployed and damaged. The balloon was reviewed, and issues were noted. No stent was attached to the balloon and the folds appeared to be unfolded. The balloon was damaged with a longitudinal tear extending from proximal cone to distal cone with the inner lumen protruding outside of the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found issues with a kink in the distal inner lumen 15mm proximal of the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed, a 2.25x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion after several attempts. When the device was removed, it was found that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). D4: lot number corrected from 0023798463 to 0022709212. Expiration date corrected from 05/09/2021 to 09/19/2020. H4: device manufacture date corrected from 05/10/2019 to 09/20/2018.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed, a 2.25x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion after several attempts. When the device was removed, it was found that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.